Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the ER after receiving multiple inappropriate therapies. It was noticed that patient was in afib with rapid ventricular response. Patient was treated with medication.